Manufacturer narrative:
The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with three prostyles that were attempted in the right common femoral artery (rcfa). The sutures of two new prostyle devices were successfully pre-placed in the rcfa. Additionally, it was reported that a cuff miss [suture retrieval issue] was noticed with two prostyles that were attempted in the mildly calcified left common femoral artery (lcfa). Then, the physician made a decision to only pre-place the sutures of one prostyle in the lcfa which was placed successfully. The sheath was upsized to a 14f sheath in both access sites and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed sutures in the rcfa and with the combination of the one successful prostyle suture in the lcfa and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.